Manufacturer narrative:
Pt's age and gender info was requested but has not been provided to date. A visual inspection of the device was performed: the electrode showed extensive wear at the distal tip of the wand. A functional test of the device was performed: the device was able to fire in saline. The device was activated at default settings (coag -1 and ablate -7) and maximum settings (coag -2 and ablate -9). The suction line was found to be functional. A lot history record review was performed. No abnormalities were found in the lot history record review. The lot met all device specs. The root cause of the product problem was found to be due to excessive use. Arthrocare has included in the instructions for use for the device the following warning: "excessive wear of electrodes may result from vigorous use against bony surfaces."

Event description:
During a knee arthroscopic procedure using a covac 70 wand 3.0 mm with integrated cable, the tip of the arthrowand fell in the surgical site. It was reported that the tip was retrieved in the same procedure with scope instrumentation. A c-arm was used to confirm that all pieces were retrieved. There was no reported pt injury or adverse effect to the pt.